Manufacturer narrative:
¿Date of event¿ is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced ineffective therapy. Diagnostic testing indicated high impedance on the lead. Surgery occurred to address the issue. During the surgery, the lead was found to be fractured. As a result, during the surgery, the lead was explanted and replaced to address the issue.

Manufacturer narrative:
A patient experienced ineffective therapy was reported to abbott. Diagnostic testing indicated high impedance on the lead. During the surgery, the lead was found to be fractured. As a result, the lead was explanted and replaced to address the issue. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device, patient and event information.